Event description:
It was reported that there is a crack at the white power midline entrance as the PICC enters it. Staff said when attempting to place the site was leaking at the arm when attempting to flush. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from detached extension tubing is confirmed and was determined to be related to the manufacture of the product. One 4 fr s/l powermidline catheter was returned for evaluation. An initial visual observation of the returned catheter showed little use residues on the device. The extension tubing was observed to be partially detached from the molded joint. No excess extension tubing was observed inside the molded joint. A microscopic observation revealed the fracture surface of the extension tubing to have striations from a bladed instrument. The fracture surface appeared shiny and rounded. The molded suture wings were cut longitudinally to measure the molding space for the extension tubing along the molded suture wings. The space the extension tubing is molded with the suture wings should be .300 in. In length; however, this space on the returned sample was measured to be approximately .0176 in. In length. The root cause of this failure was determined to be caused by insufficient molding of the extension tubing and is therefore related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: device was removed and replaced by a new one.